Manufacturer narrative:
The field service engineer ran accuracy checks and the results were within specifications. Calibration data was within specifications. Quality controls were within specifications, showing proper performance of the reagent. Upon review of the alarm trace, several alarms indicating "no fluid detected" were observed. Clot detection alarms were also observed. Maintenance steps were found to be overdue. The investigation determined the issue was caused by incorrect pre-analytic sample handling, causing contamination of the sample probe.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with chol2 cholesterol gen.2 on a cobas integra 400 plus. The sample initially resulted with a cholesterol value of 10.90 mmol/l. The initial value was reported outside of the laboratory and questioned by the pathologist. The sample was repeated on a second analyzer, resulting with a value of 5.62 mmol/l. The sample was also repeated on the complained analyzer, resulting with a value of 5.75 mmol/l. The cholesterol reagent lot number was 463614.